Event description:
It was reported that during use of an dlp pvc rcsp cannula with auto-inflate cuff, it was impossible to inflate the balloon. The device was replaced. There were no patient complications associated with this event. Medtronic received additional information that when the aorta was clamped, the retrograde cardioplegia failed and the customer noticed that the inserted cannula had collapsed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/kink in the body of the device. A syringe filled with deionized water was connected to the device and when it was engaged the balloon did inflate. The reason for return was confirmed for damage. Correction d4.5 (unique identifier (UDI) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.